Manufacturer narrative:
The received device had the needle deployed and completely retracted. Inspection of the device found damages to the underside of the pod. Due to the damage sustained by the pod, cause of high blood glucose levels could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose, carbohydrate intake and insulin history is as follows: time/ bg (mg/dl)/ cho (g)/ bolus (u): 7:55 am/ 133 / 17/ 30.3 and 4.1; 4:50 pm/ 306. It was also noticed the adhesive pad was wet. The pod was worn between 36 and 48 hours on the back.